Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A device changeout procedure was performed due to normal battery depletion (nbd) and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.